Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis. According to the patient profile form (ppf) the patient experienced occlusion of the inferior vena cava, abdominal pain, chest pain and back pain. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter malfunctioned, caused injury and damages to the patient, including, but not limited to perforation of struts through caval wall, occlusion of the inferior vena cava (ivc), recurrent deep vein thrombosis, post thrombotic syndrome abdominal pain, chest pain and back pain. The indication for the filter implant was recurrent deep vein thrombosis (dvt) with progression of thrombus despite being anticoagulated. The filter was implanted via a left femoral cut down and the filter was deployed in routine fashion with no migration. Approximately twelve years post implant the patient was told that there was recurrent dvt of the left leg with severe venous hypertension secondary to post-thrombotic syndrome. Approximately one month later a computed tomography scan showed perforation of ivc and struts projecting outside the ivc wall. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Vena cava filters are not indicated for use in the prevention of dvt. Without the procedural films or post implant images available for review the reported caval thrombosis, perforation, dvt and post thrombotic syndrome could not be confirmed or further clarified. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Abdominal, back and chest pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned, caused injury and damages to the patient, including, but not limited to perforation of struts through caval wall, recurrent deep vein thrombosis, and post thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt, blood clots, and thrombosis do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Perforation of the vena cava was reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned, caused injury and damages to the patient, including, but not limited to perforation of struts through caval wall, recurrent deep vein thrombosis, and post thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and, pain and suffering, and other damages.